Event description:
Device issue: none. Adverse event: hypersensitivity. Onset of adverse event: after the procedure. It was reported that the otw xience v stent was implanted on (B) (6) 2010, in an unspecified vessel. The patient has been experiencing flushing and weakness since the stent was implanted. Treatment if any, was not provided. Reportedly, the patient has an underlying inflammatory syndrome. No additional event or patient information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.